Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed an alert for non-sustained right ventricular oversensing for post-paced t-wave oversensing on the ventricular channel. Making programming changes and performing an induction test were recommended. No further information is available.